Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was unable to fire and the distal staple line was incomplete. Another stapler was used to fix the staple line. There was no patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the staple line was incomplete because the stapler wouldn't fire.